Manufacturer narrative:
This is a correction follow-up report to provide the concomitant products as in the 3500a initial report we documented under concomitant med products. However, the concomitant products were not listed. Therefore, below are the concomitant products: lasso catheter, us catalog #: unknown, lot #: unknown. Soundstar catheter, us catalog #: unknown, lot #: unknown. Smartablate pump kit-us, us catalog #: m490008, serial (B)(4). In addition, on october 9, 2017, an additional concomitant sheath was provided: non-biosense webster ¿ hansen medical artisian sheath ¿ model #: 12412 ¿ lot #: 16264. (B)(4).

Manufacturer narrative:
Additional testing was performed on the device on february 18, 2019. Therefore, the ¿investigation summary¿ has been updated: it was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure performed with a hanson robotic arm for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter. After isolating the left pulmonary veins, the physician searched for early signals around the posterior wall of the right inferior pulmonary vein (ripv). During ablation, the temperature probe indicated a slight temperature increase. Irrigation was manually flushed at high flow in an attempt to decrease the temperature. After flushing, the smartablate pump alarm sounded. Air was observed to have reached the patient. Patient became hypotensive. Irrigation bag was observed to be empty. Irrigation tubing was detached from the catheter and a new irrigation bag was hung. Patient decompensated and was determined to be pulseless. Chest compressions were initiated. Patient went into ventricular fibrillation and was defibrillated multiple times. Resuscitation efforts were unsuccessful and the patient expired on the table. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection test was performed and the catheter passed. A flow test was performed and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material inside the handle area. No other damage was observed that might have contributed to the occlusion of the catheter. A fourier transform infrared spectroscopy test (ftir) was performed and the results revealed that the reddish material was composed of a biologic-base material, presumably blood. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of cardiac arrest and death remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the reddish-brown material inside the irrigation tubing cannot be determined. It could be related to the procedure; however, this cannot be conclusively determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes. Additionally, physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and/or patient condition. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional clarification was received on this event on (B)(6) 2019. During ablation in the posterior wall, the physician monitors esophageal temperature using an esophageal probe. When the temperature was increased as per the complaint, it was referring to the esophageal probe, not the temperature on the ablation catheter. Ablation was terminated and the catheter while inside the body was flushed using the flush mode as a mechanism to cool the site of ablation and reduce temperature in the esophagus as a means of avoiding esophageal injury. The technician flushed the catheter at the pump and not remotely. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/5/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure performed with a hanson robotic arm for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter.after isolating the left pulmonary veins, the physician searched for early signals around the posterior wall of the right inferior pulmonary vein (ripv). During ablation, the temperature probe indicated a slight temperature increase. Irrigation was manually flushed at high flow in an attempt to decrease the temperature. After flushing, the smartablate pump alarm sounded. Air was observed to have reached the patient. Patient became hypotensive. Irrigation bag was observed to be empty. Irrigation tubing was detached from the catheter and a new irrigation bag was hung. Patient decompensated and was determined to be pulseless. Chest compressions were initiated. Patient went into ventricular fibrillation and was defibrillated multiple times. Resuscitation efforts were unsuccessful and the patient expired on the table. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection test was performed and the catheter passed. A flow test was performed and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material inside the handle area. No other damage was observed that might contributed to the occlusion of the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of cardiac arrest and death remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the reddish-brown material inside the irrigation tubing cannot be determined, it could be related to the procedure, however, this cannot be conclusively determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes. Additionally, physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and/or patient condition. Initially the concomitant product information for the lasso catheter was reported as unknown. Additional information was received on january 9, 2018 providing the catheter information of lasso navigational variable eco / model #: d-1343-01-s / lot #: 17693318l. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17682744l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure performed with a hanson robotic arm for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation and defibrillation) and death. After isolating the left pulmonary veins, the physician searched for early signals around the posterior wall of the right inferior pulmonary vein (ripv). During ablation, the temperature probe indicated a slight temperature increase. Irrigation was manually flushed at high flow in an attempt to decrease the temperature. After flushing, the smartablate pump alarm sounded. Air was observed to have reached the patient. Patient became hypotensive. Irrigation bag was observed to be empty. Irrigation tubing was detached from the catheter and a new irrigation bag was hung. Patient decompensated and was determined to be pulseless. Chest compressions were initiated. Patient went into ventricular fibrillation and was defibrillated multiple times. Resuscitation efforts were unsuccessful and the patient expired on the table. It was noted that no pericardial effusion was detected. Full anesthesia support was used during this procedure. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and/or patient condition. Physician indicated that the death was not related to any pump malfunction. It was noted that there were no issues detected with the pump, the procedure, or the patient until the irrigation bag was emptied as a result of manually flushing on high flow with the ablation catheter in the patient. Lasso and soundstar catheters were also in the patient¿s body at the time of the adverse event. The generator was in manual mode. Since this adverse event resulted in the patient¿s death, it is MDR reportable.